Event description:
Repair request initiated for device with the report of bearing detachment.no patient impact reported.repair request escalated to pro duct event due to customer indication that this report is a complaint.on follow up it was reported that there was no patient invovlement.

Manufacturer narrative:
H3:product analysis:evaluation determined that bearings got detached. The likely cause of the failure is due to inadequate preventive maintenance. It was also noted that there was excessive resistance during extension/retraction of the tube, this is due to a dented helical groove inside the dial, and the laser markings on the tube are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.